Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced hypotension, hemorrhage and a perforation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. The patient had the pulmonary veins and posterior wall isolated successfully with the farapulse system. The physician then proceeded the replace the faradrive sheath for the watchman trusteer sheath over the rosen wire. During this, it was noticed some difficulties advancing the sheath to the superior vena cava (svc). Transeptal access was obtained and the procedure was completed. Shortly after that, the patient vitals decreased and a large bleed was noticed. The patient was taken to surgery to repair a perforation on the inferior vena cava (ivc). The patient was discharged from the hospital.